Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently (B)(6) 2026. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was in the 50 ¿ 60 mg/dl range. At the time, the patient was sleeping, and his sister was unable, or had difficulty, to wake him. The patient had reportedly been barely taking his medication and was not eating. The sister performed a fingerstick test, and the cgm reading was 50 mg/dl, and the blood glucose reading was 479 mg/dl. The sister administered 21 units of insulin via injection; however, the patient remained difficult to arouse. He was only able to briefly open his eyes before closing them again. At approximately 11:30 pm, the sister called for an ambulance. Emergency medical services (ems) took a fingerstick and the cgm reading was 69 mg/dl, and the blood glucose reading was 187 mg/dl. Vital signs, including blood pressure, were assessed. No further medication was provided as the sister just administered insulin 2 hours before the ems arrived. The patient then became fully awake and refused transport to the emergency room (ER). Ems remained on scene for approximately 45 minutes, during which time the patient continued to feel better, stayed awake, and did not seek further medical assistance. At the time of the report the patient was stable. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When a fingerstick was performed, the reported glucose values fall within the d zone of the parkes error grid. When ems came, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.